Event description:
It was reported that a patient presented for a routine generator change. Device interrogation pre-procedure revealed elevated capture threshold on the left ventricular (lv) lead, subsequent testing showed no capture on the lv lead. On (B)(6) 2025, the physician elected to cap and replace the lv lead. The patient was stable before, during, and after the procedure.